Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported post procedure.